Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed noise sensed by the implantable cardiac monitor. The patient almost fainted at the time. Bradycardia was suspected, but was not possible to determine because of the noise that was sensed. On (B)(6) 2018, the device was electively upgraded to an implantable cardioverter defibrillator. No patient symptoms were reported thereafter.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.